Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.4 abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported approximately 44 months post stent graft implantation, there was aneurysm enlargement. The CT demonstrated a type I endoleak with no evidence of stent graft migration. It was reported the patient had aortic neck dilatation due to disease progression resulting in loss of seal zone. It was reported that the aortic neck diameter had enlarged from 27 mm to 33 mm. The physician has not treated the patient due to the large diameter of the aortic neck. No additional information was provided and the patient outcome was not reported.